Event description:
Viper was used to treat a traumatic burst fracture on labor day. Post-operative images in the room confirm successful reduction of the fracture through the utilization of the viper compression/distraction rack. Post op follow up 2 weeks later: four mis cannulated polyaxial screws failed to hold the distraction achieved in the or. No samples being returned. Still implanted. Level(s) operated t12 - l2; level(s) instrumented t12 & l2; construct consisted of 6x45mm viper screws at t12 and l2, 80mm pre-lordosed viper rod, and 4 viper set screws. The following mfg. Medwatch reports are being filed for the four mis cannulated screws that failed to hold the distraction that had been achieved: 1526439-2014-12015, 1526439-2014-12016, 1526439-2014-12017, 1526439-2014-12018.

Manufacturer narrative:
As indicated in the initial mfg. Medwatch report, the device remains implanted and is not available for evaluation. Review of x-ray images that were provided confirmed a change in angulation of the screws. The root cause cannot be identified. At this time, the complaint is considered to be closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.